Event description:
Thoraco-abdominal esophagos gastrectomy. Pcs21 dlu was used to perform an esophagos gastrectomy. Dlu could not get into firing range after repeated attempts then pc displayed "replace dlu". The dlu was opened, the anvil was disconnected and the device was closed. The pc then displayed "close for firing range" with no anvil attached. The device was removed and surgeon performed an esophagogastrostomy since it was believed that it would have less tension and be better for the pt. This was completed using a cs25.

Manufacturer narrative:
Device was used on an hiv+ pt and therefore can not be evaluated. No conclusion can be drawn.